Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after a heart valve surgery. Upon examination, it was noted that there was a diagnostic anomaly on the implantable cardioverter defibrillator (ICD). The ICD had an error message regarding high voltage circuit damage. No programming changes were made as all values were stable and within range. The device functioned normally and no complications were experienced by the patient pre, during, or post intervention.